Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing resulting in pacing inhibition of greater than 2 seconds on all 3 channels, noted to have been possible electromagnetic interference (emi). The patient has a concomitant left ventricular assist device (lvad) in which low amplitude lvad noise was observed on the electrogram however, not oversensed by the device. Ts discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.